Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j26052 and h10i10024 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. Treatment was not reported. In (B)(6) 2011, dianeal therapy was withdrawn. The patient was recovering. Concomitant medications were not reported. The reporter stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.